Event description:
It was reported that low flow alarm occurred immediately after used the arctic sun device and no flow. Per review of wo on (B)(6) 2025, device was used on patient and there was no patient injury report. Per follow up information received via mail on 17oct2025, device was not sent for evaluation because it was found that gel pad failure was caused of issue. Issue was gel pad malfunction. Patient therapy completion status was under investigation. Per additional information received via mail on 24oct2025, according to imi, gel pad's lot was ngjz2081. And its size was (s).

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.